Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient was on disability from work because they had a serious condition from a trauma event in which they were attacked by a family member. The patient further clarified they were kicked in the stomach which dislodged their pump. The patient was in pain due to this event and stated that ever since their pump was kicked, it has not helped with their pain in their lower back. The patient stated they had a computerized tomography (CT) scan and a magnetic resonance imaging procedure (MRI) due to the incident and stated there were changes to the pump. The patient stated the pump was managing their pain prior to this incident. No interventions were mentioned. It was reported this issue began on (B)(6) 2018. The patient did not have a managing doctor at the time of the report. No further complications were reported or anticipated.